Manufacturer narrative:
A visual and physical test was performed on the returned product. Three (3) out of the eighty (80) capsules tested did not meet specifications.

Event description:
A doctor alleged that the tytin amalgam did not set up after placement in a patient's mouth.

Manufacturer narrative:
Specific information with regard to patient age and weight were not provided. The doctor removed the amalgam and repeated the procedure using a different product, without further incident. To date, the patient is doing fine. The product was not returned; therefore, a visual and chemical test was performed on a retained sample, yielding results within specifications.